Event description:
Hepatic failure [hepatic failure], liver abscess [liver abscess], pancreatic infarction [pancreatic infarction]. Case description: initial information received on (B)(6)-2015: this spontaneous case report was received from a physician via company distributor concerning a (B)(6) male patient. Patient's concomitant disease was interstitial pneumonia. Patient's past medical history included duodenal cancer, cancer of ascending colon, cancer of descending colon, left lung cancer and cholelithiasis. Patient's concomitant drugs were epirubicin hydrochloride, miriplatin hydrate, iomeprol and cefazolin sodium. On (B)(6)-2014, transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100-300 microm) one vial (9ml) loaded with 50 mg of epirubicin hydrochloride was performed. Miripla (miriplatin hydrate) 1ml was also used. Cefazolin sodium was administered until (B)(6)-2014. On (B)(6)-2014, the patient developed pancreatic infarction. On (B)(6)-2014, pancreatic infarction was resolving. On (B)(6)-2014, the patient developed liver abscess. On (B)(6)-2014, the patient died due to hepatic failure. An autopsy was required. The reporting physician reported the events pancreatic infarction and liver abscess as related to dc bead and the causality assessment between dc bead and death as related. The company assessed the event pancreatic infarction as medically significant. Case comment: the physician considered pancreatic infarction and liver abscess as well as the patient's death as related to the use of dc bead. The company also considers the events, liver abscess, hepatic failure and pancreatic infarction experienced by the patient as related, as dc bead role cannot be excluded. The events liver abscess, hepatic failure and pancreatic infarction are considered unlisted according to the current dc bead instruction for use, death is considered listed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms the use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation no batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Hepatic failure [hepatic failure]. Liver abscess [liver abscess]. Pancreatic infarction [pancreatic infarction]. Pyrexia [pyrexia]. A relapse was observed [recurrent cancer]. Aspiration pneumonia [pneumonia aspiration]. Off-target embolization [procedural complication]. Case description: initial information received on 20-may-2015: this spontaneous case report was received from a physician via company distributor concerning a (B)(6) male patient. Patient's concomitant disease was interstitial pneumonia. Patient's past medical history included duodenal cancer, cancer of ascending colon, cancer of descending colon, left lung cancer and cholelithiasis. Patient's concomitant drugs were epirubicin hydrochloride, miriplatin hydrate, iomeprol and cefazolin sodium. On (B)(6) 2014, transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100-300 microm) one vial (9ml) loaded with 50 mg of epirubicin hydrochloride was performed. Miripla (miriplatin hydrate) 1 ml was also used. Cefazolin sodium was administered until (B)(6) 2014. On (B)(6) 2014, the patient developed pancreatic infarction. On (B)(6) 2014, pancreatic infarction was resolving. On (B)(6) 2014, the patient developed liver abscess. On (B)(6) 2014, the patient died due to hepatic failure. An autopsy was required the reporting physician reported the events pancreatic infarction and liver abscess as related to dc bead and the causality assessment between dc bead and death as related. The company assessed the event pancreatic infarction as medically significant. Follow up information received on 05-jun-2015: the patient had a history of lateral segmentectomy of the liver and cholecystectomy for lcc and hcc in (B)(6) 2012. In (B)(6) 2012 a relapsed hcc was observed, and classic tace (ctace) was repeated five times at the department of the reporting physician after that. On (B)(6) 2014 the patient received the first tace with drug-eluting beads (deb-tace). On (B)(6) 2014 a relapse was observed, and the second deb-tace was performed. On (B)(6) 2015 the patient received a third deb-tace using one vial of dc bead (100-300 micron; loaded with epirubicin hydrochloride 50 ml). On (B)(6) 2014 amylase increased was observed. An emergency CT scan was performed, and a poor enhancement area in the head of the pancreas was revealed. It was considered to be pancreatic infarction (life-threatening) due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexate mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014 the patient developed pyrexia of more than 39 "c. On (B)(6) 2014 a hepatic abscess in the right lobe was revealed with the emergency CT performed at the patient's visit, and the patient was immediately hospitalized. He received antibiotic treatment, abscess drainage, and gamma globulin treatment, but the patient had pleural fluids and ascites due to progression of hepatic failure, complicated with aspiration pneumonia during the treatment, and the general condition was gradually aggravated. On (B)(6) 2014 the patient passed away (autopsy being performed). The liver abscess was an underlying factor in the patient's death. The reporter physician commented that from the clinical course, the cause of the abscess was considered to be the deb-tace (deb was administered from the right hepatic artery (rha) and the site of the abscess was the region of deb treatment). If the course of the repeated deb-tace was examined retrospectively, the inner diameter of rha (the artery used for the administration of deb) had narrowing change temporally-correlated: 3.18mm >2.91mm>0.99mm. The damaged artery due to deb may have become a causative factor of distal migration or off-target embolization. Case comment: the physician considered pancreatic infarction and liver abscess as well as the patient's death as related to the use of dc bead. The company also considers the events, liver abscess, hepatic failure and pancreatic infarction experienced by the patient as related, as dc bead role cannot be excluded. The events liver abscess, hepatic failure and pancreatic infarction are considered unlisted according to the current dc bead instruction for use, death is considered listed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow up information received does not change the assessment of the case.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Case description: initial information received on (B)(4) 2015: this spontaneous case report was received from a physician via company distributor concerning a (B)(6) year-old male patient. Patient's concomitant disease was interstitial pneumonia. Patient's past medical history included duodenal cancer, cancer of ascending colon, cancer of descending colon, left lung cancer and cholelithiasis. Patient's concomitant drugs were epirubicin hydrochloride, miriplatin hydrate, iomeprol and cefazolin sodium. On (B)(6) 2014, transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100-300 microm) one vial (9ml) loaded with 50 mg of epirubicin hydrochloride was performed. Miripla (miriplatin hydrate) 1ml was also used. Cefazolin sodium was administered until (B)(6) 2014. On (B)(6) 2014, the patient developed pancreatic infarction. On (b))6) 2014, pancreatic infarction was resolving. On (B)(6) 2014, the patient developed liver abscess. On (B)(6) 2014, the patient died due to hepatic failure. An autopsy was required the reporting physician reported the events pancreatic infarction and liver abscess as related to dc bead and the causality assessment between dc bead and death as related. The company assessed the event pancreatic infarction as medically significant. Follow up information received on (B)(4) 2015: the patient had a history of lateral segmentectomy of the liver and cholecystectomy for lcc and hcc in (B)(6) 2012. In (B)(6) 2012 a relapsed hcc was observed, and classic tace (ctace) was repeated five times at the department of the reporting physician after that. On (B)(6) 2014 the patient received the first tace with drug-eluting beads (deb-tace). On (B)(6) 2014 a relapse was observed, and the second deb-tace was performed. On (B)(6) 2015 the patient received a third deb-tace using one vial of dc bead (100-300 micron; loaded with epirubicin hydrochloride 50 ml). On (B)(6) 2014 amylase increased was observed. An emergency CT scan was performed, and a poor enhancement area in the head of the pancreas was revealed. It was considered to be pancreatic infarction (life-threatening) due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexate mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014 the patient developed pyrexia of more than 39 °c. On (B)(6) 2014 a hepatic abscess in the right lobe was revealed with the emergency CT performed at the patient's visit, and the patient was immediately hospitalized. He received antibiotic treatment, abscess drainage, and gamma globulin treatment, but the patient had pleural fluids and ascites due to progression of hepatic failure, complicated with aspiration pneumonia during the treatment, and the general condition was gradually aggravated. On (B)(6) 2014 the patient passed away (autopsy being performed). The liver abscess was an underlying factor in the patient's death. The reporter physician commented that from the clinical course, the cause of the abscess was considered to be the deb-tace (deb was administered from the right hepatic artery (rha) and the site of the abscess was the region of deb treatment). If the course of the repeated deb-tace was examined retrospectively, the inner diameter of rha (the artery used for the administration of deb) had narrowing change temporally-correlated: 3.18mm >2.91mm>0.99mm. The damaged artery due to deb may have become a causative factor of distal migration or off-target embolization. Follow-up information received on (B)(4) 2015: on (B)(6) 2014, the first tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2014, a relapse was observed and the second tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2015, the third deb-tace was performed for primary hcc, using one vial of dc bead (100-300 microm, loaded with epirubicin hydrochloride 50 ml): 20 ml of total volume were used, 2 ml of beads and 9 ml of injection volume. Miripla (miriplatin hydrate) was started. Cefazolin sodium was started, which was given for all patients in whom tace was performed as infection prophylaxis. On (B)(6) 2014: a contrast enhanst CT scan was performed. It was considered to be pancreatic infarction due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexte mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014, a liver abscess occurred in embolized hepatic artery. This occurred not in the hcc lesion, but in the area where dc beads were injected. Follow-up information received on (B)(4) 2015: the physician reported that when the patient came to the hospital on (B)(6) 2014, he had no subjective or objective symptoms. The CT revealed suspected biloma. This was known at that time, but no symptom was observed, and a follow-up was decided to be performed. Additional patient's medical history included partial hepatectomy and additional concomitant diseases include hepatic cirrhosis. The reporter also provided some details concerning the tace procedure which displayed a slow degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference) and occurred in s8 (subsegment) and right hepatic artery (rha). Of the above survey items, the factors that may have been the cause of development of liver abscess was hepatic cirrhosis (complication), history of biliary disease (hcc, partial hepatectomy, cholecystectomy), background treatment (hepatectomy complicated), degree of embolization, embolization site and range, size of product used and anticancer drug (epirubicin). Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Follow-up information received on (B)(4) 2015: the physician reported that with the regards to the patient's clinical course from (B)(6) 2014 to his death, blood sampling conducted during patient's hospitalization revealed a decline of hepatic spare ability centering on platelets decreased. Additional laboratory data was provided. On (B)(6) 2014, the patient experienced hepatic failure and his liver abscess was treated with drainage and antibiotic treatment. On (B)(6) 2014, inflammation associated with the liver abscess showed a recovering tendency. On (B)(6) 2014, CT scan showed abscess. Since liver abscess usually requires at least one month before disappearing from the shape, the abscess was considered to have a tendency to improvement based on the improvement of the inflammatory reaction. On (B)(6) 2014, the abscess was showing a tendency to improvement, but a progression of hypoalbuminemia occurred coupled with a progression of inflammation and hepatic failure. An aggravation of the respiratory status due to increase in pleural and abdominal fluids was observed. On the same date (i.e. (B)(6) 2014), the patient had vomiting, complication with aspiration pneumonia, and finally passed away due to aggravation of the respiratory status. The physician assessed that hepatic failure was a totally different event from liver abscess, and that it seemed adequate to consider that the progression of hepatic failure was caused by vascular deterioration after deb-tace. Final assessment on (B)(6) 2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Additional information received on (B)(4) 2016: the patient's autopsy results showed a dc bead accumulation at the level of the right hepatic artery (rha) that led to stenosis of the rha. The reporter also commented that the pleural effusion due to hepatic failure was the main cause of respiratory condition aggravated. Final assessment on (B)(6) 2016: the additional information received on (B)(4) 2016 does not change the final assessment of (B)(6) 2016. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The physician considered pancreatic infarction and liver abscess as well as the patient's death as related to the use of dc bead. Following the autopsy results the company also considers the events, liver abscess, hepatic failure, pancreatic infarction and biloma experienced by the patient as related, as dc bead. The events liver abscess, hepatic failure, condition aggravated, pancreatic infarction biloma and arterial stenosis are considered unlisted according to the current dc bead instruction for use, death is considered listed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Case description: initial information received on (B)(4) 2015: this spontaneous case report was received from a physician via company distributor concerning a (B)(6) year-old male patient. Patient's concomitant disease was interstitial pneumonia. Patient's past medical history included duodenal cancer, cancer of ascending colon, cancer of descending colon, left lung cancer and cholelithiasis. Patient's concomitant drugs were epirubicin hydrochloride, miriplatin hydrate, iomeprol and cefazolin sodium. On (B)(6) 2014, transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100-300 microm) one vial (9ml) loaded with 50 mg of epirubicin hydrochloride was performed. Miripla (miriplatin hydrate) 1ml was also used. Cefazolin sodium was administered until 1(B)(6) 2014. On (B)(6) 2014, the patient developed pancreatic infarction. On (B)(6) 2014, pancreatic infarction was resolving. On (B)(6) 2014, the patient developed liver abscess. On (B)(6) 2014, the patient died due to hepatic failure. An autopsy was required the reporting physician reported the events pancreatic infarction and liver abscess as related to dc bead and the causality assessment between dc bead and death as related. The company assessed the event pancreatic infarction as medically significant. Follow up information received on (B)(4) 2015: the patient had a history of lateral segmentectomy of the liver and cholecystectomy for lcc and hcc in (B)(6) 2012. In (B)(6) 2012 a relapsed hcc was observed, and classic tace (ctace) was repeated five times at the department of the reporting physician after that. On (B)(6) 2014 the patient received the first tace with drug-eluting beads (deb-tace). On (B)(6) 2014 a relapse was observed, and the second deb-tace was performed. On (B)(6) 2015 the patient received a third deb-tace using one vial of dc bead (100-300 micron; loaded with epirubicin hydrochloride 50 ml). On (B)(6) 2014 amylase increased was observed. An emergency CT scan was performed, and a poor enhancement area in the head of the pancreas was revealed. It was considered to be pancreatic infarction (life-threatening) due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexate mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014 the patient developed pyrexia of more than 39 °c. On (B)(6) 2014 a hepatic abscess in the right lobe was revealed with the emergency CT performed at the patient's visit, and the patient was immediately hospitalized. He received antibiotic treatment, abscess drainage, and gamma globulin treatment, but the patient had pleural fluids and ascites due to progression of hepatic failure, complicated with aspiration pneumonia during the treatment, and the general condition was gradually aggravated. On (B)(6) 2014 the patient passed away (autopsy being performed). The liver abscess was an underlying factor in the patient's death. The reporter physician commented that from the clinical course, the cause of the abscess was considered to be the deb-tace (deb was administered from the right hepatic artery (rha) and the site of the abscess was the region of deb treatment). If the course of the repeated deb-tace was examined retrospectively, the inner diameter of rha (the artery used for the administration of deb) had narrowing change temporally-correlated: 3.18mm >2.91mm>0.99mm. The damaged artery due to deb may have become a causative factor of distal migration or off-target embolization. Follow-up information received on (B)(4) 2015: on (B)(6) 2014, the first tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2014, a relapse was observed and the second tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2015, the third deb-tace was performed for primary hcc, using one vial of dc bead (100-300 microm, loaded with epirubicine hydrochloride 50 ml): 20 ml of total volume were used, 2 ml of beads and 9 ml of injection volume. Miripla (miriplatin hydrate) was started. Cefazolin sodium was started, which was given for all patients in whom tace was performed as infection prophylaxis. On (B)(6) 2014: a contrast enhanst CT scan was performed. It was considered to be pancreatic infarction due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexte mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014, a liver abscess occurred in embolized hepatic artery. This occurred not in the hcc lesion, but in the area where dc beads were injected. Follow-up information received on (B)(4) 2015: the physician reported that when the patient came to the hospital on (B)(6) 2014, he had no subjective or objective symptoms. The CT revealed suspected biloma. This was known at that time, but no symptom was observed, and a follow-up was decided to be performed. Additional patient's medical history included partial hepatectomy and additional concomitant diseases include hepatic cirrhosis. The reporter also provided some details concerning the tace procedure which displayed a slow degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference) and occurred in s8 (subsegment) and right hepatic artery (rha). Of the above survey items, the factors that may have been the cause of development of liver abscess was hepatic cirrhosis (complication), history of biliary disease (hcc, partial hepatectomy, cholecystectomy), background treatment (hepatectomy complicated), degree of embolization, embolization site and range, size of product used and anticancer drug (epirubicin). Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Follow-up information received on (B)(4) 2015: the physician reported that with the regards to the patient's clinical course from (B)(6) 2014 to his death, blood sampling conducted during patient's hospitalization revealed a decline of hepatic spare ability centering on platelets decreased. Additional laboratory data was provided. On (B)(6) 2014, the patient experienced hepatic failure and his liver abscess was treated with drainage and antibiotic treatment. On (B)(6) 2014, inflammation associated with the liver abscess showed a recovering tendency. On (B)(6) 2014, CT scan showed abscess. Since liver abscess usually requires at least one month before disappearing from the shape, the abscess was considered to have a tendency to improvement based on the improvement of the inflammatory reaction. On (B)(6) 2014, the abscess was showing a tendency to improvement, but a progression of hypoalbuminemia occurred coupled with a progression of inflammation and hepatic failure. An aggravation of the respiratory status due to increase in pleural and abdominal fluids was observed. On the same date (i.e. (B)(6) 2014), the patient had vomiting, complication with aspiration pneumonia, and finally passed away due to aggravation of the respiratory status. The physician assessed that hepatic failure was a totally different event from liver abscess, and that it seemed adequate to consider that the progression of hepatic failure was caused by vascular deterioration after deb-tace. Final assessment on (B)(6) 2016: no device failure has been identified as a result of this adverse event. Follow up information was requested to further investigate the event, additional information received was processed within the medwatch. No further information is expected. It has been assessed that no corrective action is necessary at this time and the report is final. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The physician considered pancreatic infarction and liver abscess as well as the patient's death as related to the use of dc bead. The company also considers the events, liver abscess, hepatic failure, pancreatic infarction and biloma experienced by the patient as related, as dc bead role cannot be excluded. The events liver abscess, hepatic failure, condition aggravated, pancreatic infarction and biloma are considered unlisted according to the current dc bead instruction for use, death is considered listed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow up information received on (B)(4) 2015, (B)(4) 2015, (B)(4) 2015, and (B)(4) 2015 does not change the assessment of the case. The first sales for dc bead in the (B)(4) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Case description: initial information received on (B)(4) 2015: this spontaneous case report was received from a physician via company distributor concerning a (B)(6) year-old male patient. Patient's concomitant disease was interstitial pneumonia. Patient's past medical history included duodenal cancer, cancer of ascending colon, cancer of descending colon, left lung cancer and cholelithiasis. Patient's concomitant drugs were epirubicin hydrochloride, miriplatin hydrate, iomeprol and cefazolin sodium. On (B)(6) 2014, transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100-300 microm) one vial (9ml) loaded with 50 mg of epirubicin hydrochloride was performed. Miripla (miriplatin hydrate) 1ml was also used. Cefazolin sodium was administered until (B)(6) 2014. On (B)(6) 2014, the patient developed pancreatic infarction. On (B)(6) 2014, pancreatic infarction was resolving. On (B)(6) 2014, the patient developed liver abscess. On (B)(6) 2014, the patient died due to hepatic failure. An autopsy was required the reporting physician reported the events pancreatic infarction and liver abscess as related to dc bead and the causality assessment between dc bead and death as related. The company assessed the event pancreatic infarction as medically significant. Follow up information received on (B)(4) 2015: the patient had a history of lateral segmentectomy of the liver and cholecystectomy for lcc and hcc in (B)(6) 2012. In (B)(6) 2012 a relapsed hcc was observed, and classic tace (ctace) was repeated five times at the department of the reporting physician after that. On 21 (B)(6) 2014 the patient received the first tace with drug-eluting beads (deb-tace). On (B)(6) 2014 a relapse was observed, and the second deb-tace was performed. On (B)(6) 2015 the patient received a third deb-tace using one vial of dc bead (100-300 micron; loaded with epirubicin hydrochloride 50 ml). On (B)(6) 2014 amylase increased was observed. An emergency CT scan was performed, and a poor enhancement area in the head of the pancreas was revealed. It was considered to be pancreatic infarction (life-threatening) due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexate mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014 the patient developed pyrexia of more than 39 °c. On (B)(6) 2014 a hepatic abscess in the right lobe was revealed with the emergency CT performed at the patient's visit, and the patient was immediately hospitalized. He received antibiotic treatment, abscess drainage, and gamma globulin treatment, but the patient had pleural fluids and ascites due to progression of hepatic failure, complicated with aspiration pneumonia during the treatment, and the general condition was gradually aggravated. On (B)(6) 2014 the patient passed away (autopsy being performed). The liver abscess was an underlying factor in the patient's death. The reporter physician commented that from the clinical course, the cause of the abscess was considered to be the deb­ tace (deb was administered from the right hepatic artery (rha) and the site of the abscess was the region of deb treatment). If the course of the repeated deb-tace was examined retrospectively, the inner diameter of rha (the artery used for the administration of deb) had narrowing change temporally­ correlated: 3.18mm >2.91mm>0.99mm. The damaged artery due to deb may have become a causative factor of distal migration or off-target embolization. Follow-up information received on (B)(4) 2015: on (B)(6) 2014, the first tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 16 ml of injection volume. On (B)(6) 2014, a relapse was observed and the second tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2015, the third deb-tace was performed for primary hcc, using one vial of dc bead (100-300 microm, loaded with epirubicin hydrochloride 50 ml): 20 ml of total volume were used, 2 ml of beads and 9 ml of injection volume. Mirlpla (miriplatin hydrate) was started. Cefazolin sodium was started, which was given for all patients in whom tace was performed as infection prophylaxis. On (B)(6) 2014: a contrast enhanst CT scan was performed. It was considered to be pancreatic infarction due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexte mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014, a liver abscess occurred in embolized hepatic artery. This occurred not in the hcc lesion, but in the area where dc beads were injected. Follow-up information received on (B)(4) 2015: the physician reported that when the patient came to the hospital on (B)(6) 2014, he had no subjective or objective symptoms. The CT revealed suspected biloma. This was known at that time, but no symptom was observed, and a follow-up was decided to be performed. Additional patient's medical history included partial hepatectomy and additional concomitant diseases include hepatic cirrhosis. The reporter also provided some details concerning the tace procedure which displayed a slow degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference) and occurred in sb (subsegment) and right hepatic artery (rha). Of the above survey items, the factors that may have been the cause of development of liver abscess was hepatic cirrhosis (complication), history of biliary disease (hcc, partial hepatectomy, cholecystectomy), background treatment (hepatectomy complicated), degree of embolization, embolization site and range, size of product used and anticancer drug (epirubicin). Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Follow-up information received on (B)(4) 2015: the physician reported that with the regards to the patient's clinical course from (B)(6) 2014 to his death, blood sampling conducted during patient's hospitalization revealed a decline of hepatic spare ability centering on platelets decreased. Additional laboratory data was provided. On (B)(6) 2014, the patient experienced hepatic failure and his liver abscess was treated with drainage and antibiotic treatment. On (B)(6) 2014, inflammation associated with the liver abscess showed a recovering tendency. On (B)(6) 2014, CT scan showed abscess. Since liver abscess usually requires at least one month before disappearing from the shape, the abscess was considered to have a tendency to improvement based on the improvement of the inflammatory reaction. On (B)(6) 2014, the abscess was showing a tendency to improvement, but a progression of hypoalbuminemia occurred coupled with a progression of inflammation and hepatic failure. An aggravation of the respiratory status due to increase in pleural and abdominal fluids was observed. On the same date (i.e. (B)(6) 2014), the patient had vomiting, complication with aspiration pneumonia, and finally passed away due to aggravation of the respiratory status. The physician assessed that hepatic failure was a totally different event from liver abscess, and that it seemed adequate to consider that the progression of hepatic failure was caused by vascular deterioration after deb-tace. Case comment this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The physician considered pancreatic infarction and liver abscess as well as the patient's death as related to the use of dc bead. The company also considers the events, liver abscess, hepatic failure, pancreatic infarction and biloma experienced by the patient as related, as dc bead role cannot be excluded. The events liver abscess, hepatic failure, condition aggravated, pancreatic infarction and biloma are considered unlisted according to the current dc bead instruction for use, death is considered listed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow up information received on (B)(4) 2015, (B)(4) 2015, (B)(4) 2015, and (B)(4) 2015 does not change the assessment of the case. The first sales for dc bead in the UK were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient the equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Hepatic failure [hepatic failure]. Liver abscess [liver abscess]. Pancreatic infarction [pancreatic infarction]. Pyrexia [pyrexia]. A relapse was observed [recurrent cancer]. Aspiration pneumonia [pneumonia aspiration]. Off-target embolization [procedural complication]. Case description. Initial information received on 20-may-2015: this spontaneous case report was received from a physician via company distributor concerning a (B)(6)-year-old male patient. Patient's concomitant disease was interstitial pneumonia. Patient's past medical history included duodenal cancer, cancer of ascending colon, cancer of descending colon, left lung cancer and cholelithiasis. Patient's concomitant drugs were epirubicin hydrochloride, miriplatin hydrate, iomeprol and cefazolin sodium. On (B)(6) 2014, transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100-300 microm) one vial (9ml) loaded with 50 mg of epirubicin hydrocholoride was performed. Miripla (miriplatin hydrate) 1 ml was also used. Cefazolin sodium was administered until (B)(6) 2014. On (B)(6) 2014, the patient developed pancreatic infarction. On (B)(6) 2014, pancreatic infarction was resolving. On (B)(6) 2014, the patient developed liver abscess. On (B)(6) 2014, the patient died due to hepatic failure. An autopsy was required the reporting physician reported the events pancreatic infarction and liver abscess as related to dc bead and the causality assessment between dc bead and death as related. The company assessed the event pancreatic infarction as medically significant. Follow up information received on 05-jun-2015: the patient had a history of lateral segmentectomy of the liver and cholecystectomy for lcc and hcc in may 2012. In december 2012 a relapsed hcc was observed, and classic tace (ctace) was repeated five times at the department of the reporting physician after that. On (B)(6) 2014 the patient received the first tace with drug-eluting beads (deb-tace). On (B)(6) 2014 a relapse was observed, and the second deb-tace was performed. On (B)(6) 2015 the patient received a third deb-tace using one vial of dc bead (100-300 micron, loaded with epirubicin hydrochloride 50 ml). On (B)(6) 2014 amylase increased was observed an emergency CT scan was performed, and a poor enhancement area in the head of the pancreas was revealed. It was considered to be pancreatic infarction (life-threatening) due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexate mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014 the patient developed pyrexia of more than 39 'c on (B)(6) 2014 a hepatic abscess in the right lobe was revealed with the emergency CT performed at the patient's visit, and the patient was immediately hospitalized. He received antibiotic treatment, abscess drainage, and gamma globulin treatment, but the patient had pleural fluids and ascites due to progression of hepatic failure, complicated with aspiration pneumonia during the treatment, and the general condition was gradually aggravated. On (B)(6) 2014 the patient passed away (autopsy being performed). The liver abscess was an underlying factor in the patient's death. The reporter physician commented that from the clinical course, the cause of the abscess was considered to be the deb-tace (deb was administered from the right hepatic artery (rha) and the site of the abscess was the region of deb treatment). If the course of the repeated deb-tace was examined retrospectively, the inner diameter of rha (the artery used for the administration of deb) had narrowing change temporally-correlated: 3.18mm >2.91mm>0.99mm. The damaged artery due to deb may have become a causative factor of distal migration or off-target embolization. Follow-up information received on 16-jun-2015: on (B)(6) 2014, the first tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2014, a relapse was observed and the second tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2015, the third deb-tace was performed for primary hcc, using one vial of dc bead (100-300 microm, loaded with epirubicine hydrochloride 50 ml): 20 ml of total volume were used, 2 ml of beads and 9 ml of injection volume. Miripla (miriplatin hydrate) was started. Cefazolin sodium was started, which was given for all patients in whom tace was performed as infection prophylaxis. On (B)(6) 2014: a contrast enhanst CT scan was performed. It was considered to be pancreatic infarction due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexte mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014, a liver abscess occurred in embolized hepatic artery. This occurred not in the hcc lesion, but in the area where dc beads were injected. Case comment: the physician considered pancreatic infarction and liver abscess as well as the patient's death as related to the use of dc bead. The company also considers the events, liver abscess, hepatic failure and pancreatic infarction experienced by the patient as related, as dc bead role cannot be excluded the events liver abscess, hepatic failure and pancreatic infarction are considered unlisted according to the current dc bead instruction for use, death is considered listed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow up information received on 05-jun-2015 and 16-jun-2015 does not change the assessment of the case.

Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified.

Event description:
Hepatic failure [hepatic failure], liver abscess [liver abscess], aggravation of the respiratory status [condition aggravated], pancreatic infarction [pancreatic infarction], pyrexia [pyrexia], a relapse was observed [recurrent cancer], suspected biloma [biloma], aspiration pneumonia [pneumonia aspiration], off-target embolization [procedural complication], off label use [off label use]. Case description: initial information received on 20-may-2015: this spontaneous case report was received from a physician via company distributor concerning a 79-year-old male patient. Patient's concomitant disease was interstitial pneumonia. Patient's past medical history included duodenal cancer, cancer of ascending colon, cancer of descending colon, left lung cancer and cholelithiasis. Patient's concomitant drugs were epirubicin hydrochloride, miriplatin hydrate, iomeprol and cefazolin sodium. On (B)(6) 2014, transcatheter arterial chemoembolization (tace) using drug-eluting dc bead (100-300 microm) one vial (9ml) loaded with 50 mg of epirubicin hydrochloride was performed. Miripla (miriplatin hydrate) 1ml was also used. Cefazolin sodium was administered until (B)(6) 2014. On 09-oct-2014, the patient developed pancreatic infarction. On (B)(6) 2014, pancreatic infarction was resolving. On (B)(6) 2014, the patient developed liver abscess. On (B)(6) 2014, the patient died due to hepatic failure. An autopsy was required the reporting physician reported the events pancreatic infarction and liver abscess as related to dc bead and the causality assessment between dc bead and death as related. The company assessed the event pancreatic infarction as medically significant. Follow up information received on 05-jun-2015: the patient had a history of lateral segmentectomy of the liver and cholecystectomy for lcc and hcc in (B)(6) 2012. In (B)(6) 2012 a relapsed hcc was observed, and classic tace (ctace) was repeated five times at the department of the reporting physician after that. On (B)(6) 2014 the patient received the first tace with drug-eluting beads (deb-tace). On (B)(6) 2014 a relapse was observed, and the second deb-tace was performed. On (B)(6) 2015 the patient received a third deb-tace using one vial of dc bead (100-300 micron; loaded with epirubicin hydrochloride 50 ml). On 09 oct 2014 amylase increased was observed. An emergency CT scan was performed, and a poor enhancement area in the head of the pancreas was revealed. It was considered to be pancreatic infarction (life-threatening) due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexate mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014 the patient developed pyrexia of more than 39 °c. On (B)(6) 2014 a hepatic abscess in the right lobe was revealed with the emergency CT performed at the patient's visit, and the patient was immediately hospitalized. He received antibiotic treatment, abscess drainage, and gamma globulin treatment, but the patient had pleural fluids and ascites due to progression of hepatic failure, complicated with aspiration pneumonia during the treatment, and the general condition was gradually aggravated. On (B)(6) 2014 the patient passed away (autopsy being performed). The liver abscess was an underlying factor in the patient's death. The reporter physician commented that from the clinical course, the cause of the abscess was considered to be the deb-tace (deb was administered from the right hepatic artery (rha) and the site of the abscess was the region of deb treatment). If the course of the repeated deb-tace was examined retrospectively, the inner diameter of rha (the artery used for the administration of deb) had narrowing change temporally-correlated: 3.18mm >2.91mm>0.99mm. The damaged artery due to deb may have become a causative factor of distal migration or off-target embolization. Follow-up information received on 16-jun-2015: on (B)(6) 2014, the first tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2014, a relapse was observed and the second tace with deb was performed: 20 ml of total volume were used, 2 ml of beads and 18 ml of injection volume. On (B)(6) 2015, the third deb-tace was performed for primary hcc, using one vial of dc bead (100-300 microm, loaded with epirubicine hydrochloride 50 ml): 20 ml of total volume were used, 2 ml of beads and 9 ml of injection volume. Miripla (miriplatin hydrate) was started. Cefazolin sodium was started, which was given for all patients in whom tace was performed as infection prophylaxis. On 09-oct-2014: a contrast enhanst CT scan was performed. It was considered to be pancreatic infarction due to off-target embolization with deb, and conservative treatment with fluid replacement and foy (gabexte mesilate) was performed. As a result, the symptom was resolving. On (B)(6) 2014, a liver abscess occurred in embolized hepatic artery. This occurred not in the hcc lesion, but in the area where dc beads were injected. Follow-up information received on 02-sep-2015: the physician reported that when the patient came to the hospital on (B)(6) 2014, he had no subjective or objective symptoms. The CT revealed suspected biloma. This was known at that time, but no symptom was observed, and a follow-up was decided to be performed. Additional patient's medical history included partial hepatectomy and additional concomitant diseases include hepatic cirrhosis. The reporter also provided some details concerning the tace procedure which displayed a slow degree of embolization (for the disappearance rate of contrast medium, 5 heartbeats after contrast medium injection were used as a reference) and occurred in s8 (subsegment) and right hepatic artery (rha). Of the above survey items, the factors that may have been the cause of development of liver abscess was hepatic cirrhosis (complication), history of biliary disease (hcc, partial hepatectomy, cholecystectomy), background treatment (hepatectomy complicated), degree of embolization, embolization site and range, size of product used and anticancer drug (epirubicin). Moreover, the company considered this case an off-label use of dc bead, since dc bead is indicated only for use with doxorubicin and irinotecan and not with epirubicin. Follow-up information received on 15-dec-2015: the physician reported that with the regards to the patient's clinical course from (B)(6) 2014 to his death, blood sampling conducted during patient's hospitalization revealed a decline of hepatic spare ability centering on platelets decreased. Additional laboratory data was provided. On (B)(6) 2014, the patient experienced hepatic failure and his liver abscess was treated with drainage and antibiotic treatment. On (B)(6) 2014, inflammation associated with the liver abscess showed a recovering tendency. On (B)(6) 2014, CT scan showed abscess. Since liver abscess usually requires at least one month before disappearing from the shape, the abscess was considered to have a tendency to improvement based on the improvement of the inflammatory reaction. On (B)(6) 2014, the abscess was showing a tendency to improvement, but a progression of hypoalbuminuria occurred coupled with a progression of inflammation and hepatic failure. An aggravation of the respiratory status due to increase in pleural and abdominal fluids was observed. On the same date (i.e. (B)(6) 2014), the patient had vomiting, complication with aspiration pneumonia, and finally passed away due to aggravation of the respiratory status. The physician assessed that hepatic failure was a totally different event from liver abscess, and that it seemed adequate to consider that the progression of hepatic failure was caused by vascular deterioration after deb-tace. Case comment: this case documents an off-label use of dc bead since deb-tace was performed using dc bead loaded with epirubicin, whereas dc bead is indicated only for use with doxorubicin and irinotecan. The physician considered pancreatic infarction and liver abscess as well as the patient's death as related to the use of dc bead. The company also considers the events, liver abscess, hepatic failure, pancreatic infarction and biloma experienced by the patient as related, as dc bead role cannot be excluded. The events liver abscess, hepatic failure, condition aggravated, pancreatic infarction and biloma are considered unlisted according to the current dc bead instruction for use, death is considered listed. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The follow up information received on 05-jun-2015, 16-jun-2015, 02-sep-2015, and 15-dec-2015 does not change the assessment of the case. The first sales for dc bead in the UK were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.